Manufacturer narrative:
(B)(4). Evaluation of the sample by baxter found that there was black residue in the drip chamber, thus confirming the complaint. After the disinfection procedure, the residue remained in the chamber, although it turned brown. Because the sample was considered to be contaminated, it could not be sent to haemotronic for further evaluation. Since haemotronic could not evaluate the sample, no root cause could be conclusively determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been received and is currently being evaluated. A follow-up report will be submitted upon completion of the evaluation.

Event description:
A customer reported to baxter (B)(4) that during prefilling, there was black foreign material in the drip chamber. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint.